Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: all programmed boluses were delivered. All errors and warnings are triggered correctly by the pump. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported experiencing elevated blood glucose levels since (B)(6) 2013 up to 18-20 mmol/l (324-360 mg/dl). Patient's normal blood glucose level was not provided. Patient reported taking correction via the infusion device, after the accessories were changed and after changing the basal rate; no success. Patient reported then taking correction via the pen. Patient thinks the infusion device delivery is too low insulin. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.